Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, the time to eri (elective replacement indicator) was 29 months, with a battery impedance of 4.03 k ohms and a magnet rate of 95 min-1. The ventricular amplitude was reprogrammed from 2.5 v to 2.0 v (all other parameters stayed the same). During the follow-up performed on (B)(6) 2017, the time to eri was 14 months with a battery impedance of 6.14 k ohms and a magnet rate of 91 min-1. No changes in medications were noted over this period. An analysis of the residual longevity is requested. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, the time to eri (elective replacement indicator) was 29 months, with a battery impedance of 4.03 kohms and a magnet rate of 95 min-1. The ventricular amplitude was reprogrammed from 2.5v to 2.0v (all other parameters stayed the same). During the follow-up performed on (B)(6) 2017, the time to eri was 14 months with a battery impedance of 6.14 kohms and a magnet rate of 91 min-1. No changes in medications were noted over this period. An analysis of the residual longevity is requested. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).